Event description:
It was reported that pump displayed malfunction alarm and customer needed help resetting pump, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support with family members, was given instructions to reset pump once charging pad was available, successfully reset pump with no repeat malfunction, and was advised to continue using pump and call back if any further malfunction occurred.

Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.